Manufacturer narrative:
Device evaluated by MFR: the synergy ii us mr 3.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink at 485 mm from the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending. A 3.50 x 38 mm synergy stent delivery system was opened and prepped correctly. Upon insertion, the stent fell off from the stent delivery system before entering the patient's body. The procedure was completed with a new 3.50 x 38 mm synergy. No patients complications were reported.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending. A 3.50 x 38 mm synergy stent delivery system was opened and prepped correctly. Upon insertion, the stent fell off from the stent delivery system before entering the patient's body. The procedure was completed with a new 3.50 x 38 mm synergy stent. No patients complications were reported